Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia with glucose values as high as 397 mg/dl on cgm and 388 mg/dl by fingerstick, with a subsequent reading of 328 mg/dl trending down after recent supply change; the event followed a period without an infusion site and an ER visit, and the ilet system was referenced during the call, while the device issue and component were not specified due to insufficient information. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.